Event description:
Inbound. Pt reporting he has issues with cadd 100ml cassettes lot # 4196398 causing no disposable alarms, has other lot numbers using currently and stopped using affected cassettes. Found that on those cassettes, where the tubing attaches to the vinyl bladder, the bladder is pulled through top of the cassette when it begins to alarm. No further details provided.